Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited several episodes of lead noise. The patient was brought to the clinic for additional testing and the noise was able to be replicated with isometric testing. The lead was then reprogrammed to minimize the anomaly. There were no adverse consequences to the patient and the patient was scheduled for continued monitoring.